Event description:
It was reported that while adjusting the head rest prior to a patient study, the screws holding the head rest to its support board failed. The malfunction did not occur during a patient procedure and no injury or other adverse effects were reported. The head rest at this site was repaired.